Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy of the right common femoral artery after an interventional procedure. Reportedly, the patient had a left heart catheterization with access from the right common femoral artery, which was greater than 5 mm. Approximately 2 months later, the patient returned with discomfort to the right leg and slight diminished pulses. An angiogram was performed from the left side to the right femoral, and a subtotal occlusion was found. The area was ballooned which resolved the occlusion. There were no other adverse patient effects. Though requested, no additional information was provided.